Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529 , lot/serial #: unknown h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant buttons of a device were intermittently nonfunctional, specifically the up, down, left, and right buttons did not respond. This issue occurred at the beginning of a case outside of the room, with no patient present. The representative was unable to move and open the gantry using the pendant buttons. An emergency door override was used to open the gantry by pressing the yellow button on the gantry and the 'close' button on the pendant. The representative attempted to open the gantry a few more times and was able to open and close it using the buttons on the pendant, but reported that the buttons were still not responding well. The site used another device to complete the procedure. There was no patient involved.